Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reporter with the following verbatim: rcc received a complaint via phone. Pir attached failed to dispense full dose of medication to patient. Bag was only half full when it apparently stopped infusing no harm to patient. Nurse noticed and used another device to complete infusion.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow accuracy issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.